Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on an unknown date and blood glucose was 446 mg/dl. Customer customer was treated with manual injection and intravenous fluid. Customer was using automode feature. The user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 131 mg/dl and sensor glucose was 63 mg/dl at the time of the event, the difference is outside the acceptable range. Customer was corrected their blood glucose using sensor glucose values. The sensor will not be returned for analysis. Insulin pump will be returned for analysis.